Event description:
Device could not be used to deliver defibrillator therapy to the pt. The basis for this allegation was not reported. A lifepak 500 automated external defibrillator was obtained from another truck on the scene. This AED was used to deliver defrillator therapy to the pt. The pt was not resuscitated. According to the paramedic operating the device, pt outcome was not result of the event, due to use of the backup AED.